Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy drug-eluting stent was selected for use. However, it was noted that the distal site of the stent got damaged. The device was never entered into the patient's body. The procedure was completed with different device. No patient complications nor injuries were reported.